Manufacturer narrative:
The complaint device was not be returned for analysis. A review of the mfg records was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the direction for use.

Event description:
Same case as #2134265-2009-01241: it was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 70-100% stenosed lesion was identified in the distal to proximal saphenous vein graft (svg) to the right coronary artery (rca). A 3.5x6mm ultra2 cutting balloon was advanced to the posterior descending artery and four inflations were made. Next the cutting balloon was positioned in the distal rca svg and inflated eight times to 10 atm's for 30 seconds. A taxus express2 3.5x16mm drug eluting stent was advanced to the distal rca svg. The stent was deployed at 15 atm's for 60 seconds. The stent balloon was reinflated two more times to 15 and 12 atm's for 45 seconds each. A 3.75x10mm ultra2 cutting balloon was then advanced to the distal rca svg and inflated twice to 6 atm's for 30 seconds. The cutting balloon was removed and a filterwire ez filter basket was advanced to the rca svg. A taxus express2 3.5x24mm drug eluting stent was advanced to the proximal rca svg and deployed at 16 atm's for 60 seconds. The filter basket was removed and the procedure was ended. The patient received plavix and aspirin post procedure. No complications occurred. About 2 1/2 years alter the patient returned to the cath lab where a thrombosis of mid to distal rca svg was found. Heparin was started and a 3.0x15mm non-bsc balloon was advanced to the mid svg rca and inflated twice to 8 atm's for 30 seconds. A 3.5x28mm non-bsc drug eluting stent was deployed in the mid rca svg. Next, a 3.5x15mm non-bsc drug eluting stent was placed in the distal rca svg. Finally a 3.5x18mm non-bsc drug eluting stent was placed in the distal rca svg and the procedure was completed.